Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (B)(4). The returned set screw features little in the way of markings to its surface. However, its base features a rough, irregular witness mark. In this case, there is a single witness mark that is spread out, featuring an irregular surface. This marking on the base of the set screw is not indicative of the set screw correctly coming into contact with and being tightened down onto the associated rod. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the set screw loosening could not be determined by the sample or information provided. A potential root cause may be the torque handle not exerting the correct amount of torque on the set screw during final tightening, resulting in irregular witness marks. This could potentially allow the set screw to loosen postoperatively. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Surgical intervention in the form of revision surgery. (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery 2 of 4 verse innies were found loose beside the construct and 4 verse screws seemed loose as well. Already in the reop x-ray the innies seemed not tightened and the screws loose.